Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: operative notes from (B)(4) 2006 were provided which noted a great amount of scar tissue and that the femoral stem came out easily by hand. Autograft cancellous bone was placed in remaining gaps in the anterior cortex and the stem, as it was noted there was some gap proximally. Operative notes from (B)(4) 2009 were also provided which noted that the femoral component was grossly loose, however it was still difficult to get out because it had subsided so much. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. With the information provided, a root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.